Manufacturer narrative:
See regulatory report # 3004209178-2026-04020 for related event regarding catheter aspiration issue and revision. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, product type: software, software version: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen via an implantable pump for unknown indications. It was reported that during a normal scheduled pump replacement, the hcp and rep did not prime the tubing before updating the pump. The medication was not primed to the tip of the catheter as they were not able to completely clear the existing catheter. The issue was stated to be resolved at the time of this report.